Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead, right atrial (ra) lead, and left ventricular (lv) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on each lead, attempts were made to get through a binding site in the innominate. Next, switching to a spectranetics 11f tightrail sub-c rotating dilator sheath and spectranetics 11f tightrail rotating dilator sheath (long), advancement was made into the superior vena cava (svc), ensuring the leads were free and not bound to one another. With the 11f tightrail (long), the rv lead was removed, followed by the ra lead. Then, with the 11f tightrail (long) on the lv lead, progress was made down to the ra. While applying traction, the tightrail device was actuated, but the lv lead would not release, and the patient¿s blood pressure began to gradually drop. A perforation of the coronary sinus (cs) was confirmed via angiogram, and rescue efforts began, including CPR, bypass, and sternotomy. The cs perforation was repaired; however, the patient continued to have significant blood loss, and the location of the bleeding was not identified. Further intervention was ceased, and the patient did not survive the procedure. This report captures the lld ez providing traction within the lv lead when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A6) patient race - not available from facility. H3) the lld ez was discarded, thus no returned product investigation was performed. H6) perforation of vessels and death are known risks of complication with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.